Event description:
The customer reported feeling disoriented and dizzy after testing 2.3 mmol/l or 2.4 mmol/l on the performa nano system. Customer states he injected unspecified insulin to "counteract the low readings"). The customer was on "day release" from his hospital stay; he returned to the hospital and tested 32 mmol/l on the professional meter. Immediately following this result he tested 9 mmol/l on the performa nano system. The customer was treated with lantus insulin via IV. The customer is feeling better. The customer reports storing his test strips outside of the original vial. Requested return of suspect device, however the test strips have been discarded.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device will not be returned to manufacturer.